Manufacturer narrative:
694965 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on stored electrograms (egms), and that the p-wave measurements have been low his torically. The lead remains in use. No patient complications have been reported as a result of this event.